Manufacturer narrative:
The insulin pump unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor test, and excessive no delivery alarm test. No excessive no delivery alarm or failed battery test alarm noted. The motor passed motor test. However, there was a noisy motor noted during testing due to faulty motor. The pump was received with scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm, motor anomaly, failed battery test alarm. The blood glucose at the time of the incident was 6.3 mmol/l. The customer performed troubleshooting and received multiple failed battery test alarms. After using batteries from a fresh pack, the alarm did not reoccur. However the customer state the motor on the pump was loud when it delivers insulin. The no delivery alarm are reoccurring, according the customer, but was able to resolve every time they occurred. The customer declined troubleshooting for the no delivery alarm. The device will be returned for analysis.